Manufacturer narrative:
H3 device evaluation - the lock screw drivers were examined with the aid of a 5x loop. Both drivers are fractured in a similar manner. The fractures are skewed relative to the driver's longitudinal axis with the fractures being multi-planar. It is unclear if all the planes reflect strictly tightening application. Prior damage may have been incurred in prior usage which may have included clockwise, counterclockwise, and/or bending moment application. The cause for the failures is unknown as is the devices use history. Review of device history records found ten (10) pieces of this lot released for distribution on 1/19/2014 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. Both devices were fabricated in 2014 and likely saw considerable use. No corrective actions are being recommended since the cause for the failure remains unknown, the cause does not appear to be manufacturing related, the failure rate remains at an acceptable level, and system sets include two drivers. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2021-0010-1 / 00011-1).

Event description:
Regulatory received notification from distribution personnel indicating that two pieces of a lock-screw (39-rd-0060)torque driver with broken tips were received. Follow-up wiith the distributor indicates that she does not recall dates or specific procedures in which these drivers broke, but that no tips were ever left in the patient.

Manufacturer narrative:
Occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2021-00010 / 00011).

Event description:
Regulatory received notification from distribution personnel indicating that two pieces of a lock-screw (39-rd-0060)torque driver with broken tips were received. Follow-up with the distributor indicates that she does not recall dates or specific procedures in which these drivers broke, but that no tips were ever left in the patient.